Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry.

Event description:
It was reported that wireless telemetry for the implantable cardioverter defibrillator (ICD) had been disabled. The device functioned as expected otherwise. Follow up with the company representative indicated that no intervention was taken. The device remains in use. No patient complications have been reported as a result of this event.